Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient missed a refill appointment due to being hospitalized. It was noted that the patient was unresponsive, had seizure type activity and was displaying withdrawal symptoms. The pump was noted to have 7.1 ml of medication left at the time of the event; it was turned down to "0.5 mcg/hr" while the patient was in the hospital. No further complications have been reported as a result of this event.